Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had migrated. The patient stated that the "the (remote monitor) reader picked up the (icm)...half way between where the scar is from the...insertion site and (the patient's) belly button. The device remains in use. No patient complications have been reported as a result of this event.